Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath. Subsequently had a cardiac arrest in the emergency room, requiring defibrillation and pharmacological treatment and the patient stabilised. It was noted that the right ventricular (rv) lead exhibited undersensing. The rv lead remain in use. No further patient complications have been reported as a result of this event.